Event description:
It was reported that right ventricular lead had dislodged while patient was performing CPR on their spouse. Patient received multiple shocks due to the dislodgement. During revision while attempting to reposition the rv lead, there were issues with the helix not retracting. The rv lead was explanted, and a new lead was implanted. The patient was stable throughout the procedure and recovery.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.